Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 chemistry analyzer and identified the failure mode as a defective ise preamp board. The fse replaced the ise preamp board assembly to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), patient results on their dxc 800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.